Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14k0707g shows that there is no manufacturing anomaly. The prismaflex m100 set was not returned for investigation. Pictures of the involved effluent luer connector were provided. In the pictures, there is a crack at the effluence male luer connector.

Event description:
A patient in (B)(6) was undergoing crrt with a prismaflex m100 set. During the treatment the male luer lock connector of the prismaflex m100 set from effluent line was broken off at the effluent bag. The treatment was discontinued with the excorporeal blood volume being returned to the patient. The patient did not present with any clinical symptoms, no medical intervention was provided and the patient's was stable.